Event description:
(B)(4). Cramping, abnormal menses, recurrent bacterial vaginosis, discharge, hot flashes, painful ovulation, night sweats, painful periods, incontinence, recurrent yeast infections, urgent urination, chronic pelvic pain, face pain, diarrhea, metallic taste in mouth, heartburn, dizziness, tingling, numbness, brain shocks, brain fog, anxiety, mood swings, depression, mood disorder, numbness in extremities, sensation of burning, stinging of skin, anemia, high blood pressure, vitamin d deficiency, unexplained bruising, vitamin b-12 deficiency, fibromyalgia, raynauds syndrome, hives, rashes, cysts, boils, skin irritation, heart palpitations, hair loss, dental issues, insomnia, weigh gain, vision problems, dry eyes, excessive sweating and list goes on...

Event description:
(B)(4). Update - (B)(6) 2015 a hysteroscopy was performed. During the procedure it was clear that my right coil has migrated into my uterus. The coil is stretched out and free floating in the uterine cavity. This now explains the abnormally long and frequent periods, heavy bleeding, huge blood clots and debilitating pain. A hysterectomy is now scheduled for (B)(6).

Event description:
(B)(4). Full hysterectomy was performed on (B)(6) 2015. At that time it was discovered that I had stage IV endometriosis, peritoneal endometriosis. When creating my bladder flap the doctor noted it was especially difficult on the left side taking a lot more time to dissect because of deep infiltrative endometriosis. Paratubal cysts were also present in my fallopian tubes. Uterine calcifications were also present. Note: previous to the essure procedure I did not suffer from any gynecological issues. Menstrual cycles were normal and cramping was minimal. There was never any indication of endometriosis. There is also no family history of gynecological issues. All women have/had normal menses and gradually entered menopause naturally. No hysterectomies have been performed other than myself.